Event description:
The physician attempted arteriotomy closure using the closer tsl 6 fr device on a patient with a premedical history of smoking, hyperlipidemia, and one prior procedure. The patient was anticoagulated with heparin and was also on nitroglycerin. Upon attempt to re-park the foot following a bilateral cuff miss, the physician found that the foot would not re-park. Many endeavors were attempted to get the foot to re-park but to no avail. Finally, with the assistance of a vascular surgeon, the device was forcefully extracted with the foot still in the open position. The new arteriogram showed occlusion below the puncture site. The patient was taken to surgery where a graft repair was performed.